Manufacturer narrative:
Physio-control evaluated the customer's device and but was unable to duplicate the reported issue of critical button functions inoperable. Physio did observe several non-critical buttons to be inoperable, however physio observed that the device was able to charge and shock as normal. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that the critical buttons on their device were unresponsive. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.